Event description:
Dr reported that pt developed canalicular inflammation and overgrowth of conjunctiva around an implanted punctum plug. At the time of this report, it is unclear if medical intervention was required; however, a review of this incident by co's medical advisor indicated that removal of the punctum plug and treatment with the broad spectrum antibiotic and steroid may be indicated. The exact model and lot numbers and date of implantation is not known.